Manufacturer narrative:
Device evaluated by MFR.; returned product consisted of a stent and the distal portion of a nc quantum apex balloon catheter . The stent delivery system (sds) was not returned for analysis. The stent struts were bent and stretched. There was no evidence of material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a stent deployment issue occurred. The >90% stenosed target lesion was located in the heavily calcified and mildly tortuous 2nd marginal of the left circumflex artery. A 2.75x20mm veriflex bare metal stent was implanted to treat the target lesion. Following deployment, ¿significant¿ waste was noted in the middle of the stent due to a residual focal lesion. The area was initially post-dilated with a 3.0 nc quantum balloon. The balloon was exchanged to a 3.25 nc non-bsc balloon. A 3.5x8mm nc quantum apex was then advanced. The balloon was inflated to 18 atms, 20 atms and on the 3rd inflation, the balloon was noted to be ¿dog boning ¿ and ruptured. The physician attempted to remove the balloon; however, the balloon seemed to be stuck in the stent and the shaft broke. The distal end of the catheter remained in the vessel. Attempts to remove the device fragment with a peripheral snare were unsuccessful. The patient developed v-fib. The patient was sent to open heart surgery where the device fragment was successfully removed. The patient was noted to have done fine in and after surgery. No further patient complications were reported and the patient¿s current status is doing well.

Event description:
Same case as MDR ID:2134265-2014-02913. It was reported that a stent deployment issue occurred. The >90% stenosed target lesion was located in the heavily calcified and mildly tortuous 2nd marginal of the left circumflex artery. A 2.75x20mm veriflex bare metal stent was implanted to treat the target lesion. Following deployment, ¿significant¿ waste was noted in the middle of the stent due to a residual focal lesion. The area was initially postdilated with a 3.0 nc quantum balloon. The balloon was exchanged to a 3.25 nc non-bsc balloon. A 3.5x8mm nc quantum apex was then advanced. The balloon was inflated to 18 atms, 20 atms and on the 3rd inflation, the balloon was noted to be ¿dog boning ¿ and ruptured . The physician attempted to remove the balloon; however, the balloon seemed to be stuck in the stent and the shaft broke. The distal end of the catheter remained in the vessel. Attempts to remove the device fragment with a peripheral snare were unsuccessful. The patient developed v-fib. The patient was sent to open heart surgery where the device fragment was successfully removed. The patient was noted to have done fine in and after surgery. No further patient complications were reported and the patient¿s current status is doing well.

Manufacturer narrative:
(B)(4).